Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement. Device issue: stent dislodgement. It was reported that during a stenting procedure within a heavy calcified and tortuous cx artery, a xience v stent would not cross the lesion. A second xience v stent was attempted and upon pull back, the stent dislodged from the balloon within the vessel. The pt was transferred to an outside facility for evaluation for possible pci or surgical intervention in attempts to retrieve the stent. The site did not have surgical back-up available. The physician at the outside facility was able to successfully remove the undeployed stent and insert 5 small stents within the vessel via pci. There were no reported pt complications. There is no add'l info available.

Manufacturer narrative:
Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To help ensure that the stent dislodgment is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Hospitalization was likely a result of the site not having surgical back-up available. It should be noted that the xience v IFU states: stent placement should be performed at hospitals where emergency coronary artery bypass graft (CABG) surgery is accessible. Additionally, hospitalization is listed in the risk assessment matrix as a potential effect of an emergency medical situation in which the appropriate treatment modality(in this case, CABG surgery) for the pt is not available. In this case, the hospitalization was likely a result of the site not having surgical back-up available. It was also reported that the site did not have surgical back-up available. It should be noted that the xience v ift states: stent placement should be performed at hospitals where emergency coronary artery bypass graft (CABG) surgery is accessible. Additionally, hospitalization is listed in the risk assessment matrix as a potential effect of an emergency medical situation in which the appropriate treatment modality (in this case, CABG surgery) for the pt is not available. In this case, the hospitalization was likely a result of the site not having surgical back-up available.